Manufacturer narrative:
The available information suggests this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that during a device follow-up it was noted that this implantable cardioverter defibrillator (ICD) had been programmed off for approximately 8 months. The patient had been lost to follow-up for two years and did not recall any procedures around the time the device was programmed to off. The device was reprogrammed to monitor plus therapy. No adverse patient effects were reported.